Event description:
A medtronic representative reported that after the stealthstation s7 system had been on for a while the camera started to cycle continuously. Nothing had been changed or done to the system. This event was reported outside of surgical use and no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation as the issue has not recurred and the site does not wish to replace any parts on the system.